Event description:
The physician was removing the stent and he went to grab the lasso loop with a hair of aligator clips, and the lasso loop broke. The physician was able to remove the stent with no harm to the patient, nothing broke off the device and nothing was left inside the patient. District manager confirmed the patient is doing fine. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience and adverse effects due to this observation.

Manufacturer narrative:
There were no evo-fc-18-23-8-e devices of lot number c580778 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation; therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The device is not intended to be removed and is considered a permanent implant. In this case, the physician tried to remove the stent by grabbing the lasso loop with alligator clips an the lasso loop broke. It is likely that the alligator clips snipped the lasso loop. The IFU, ifu0061-4, instructs to reposition the stent with a forceps and indicates that the stent is not intended to be removed. Prior to distribution, all evo-fc-18-23-8-e devices of lot number c580778 revealed no discrepancies that could have caused the complaint issue. A review of the 2-year complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. No corrective action is warranted at this time. However, complaints of this nature will continue to be monitored.